Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal pain, severe abdominal pain, urinary incontinence, irregular bowel movements, and painful intercourse. No further information has been provided.